Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter questioned the results for 5 patient samples tested for sodium electrode (na) on a cobas pro ise analytical unit. Of the data provided, the results for 3 patient samples were discrepant. Patient 1 initial result was 156 mmol/l. The repeat result was 139 mmol/l. Patient 2 initial result was 155 mmol/l. The repeat result was 141 mmol/l. "Patient 5" initial result was 152 mmol/l. The repeat result was 140 mmol/l. The samples were repeated as the initial results were deemed critical, and delta checks were performed. The repeat results were from a different cobas pro ise analyzer.

Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6).

Manufacturer narrative:
Calibration was last performed on 08-apr-2025 with acceptable results. Qc was acceptable. A "sample probe abnormal aspiration" alarm was observed on the alarm trace data. This is an indication of possible poor sample quality. The field service engineer (fse) found that the dilution cup and nozzles were dirty with dried serum. The fse cleaned the nozzles and dilution cup and primed the instrument. Instrument checks, calibration, qc, and precision all passed. The investigation determined the event was due to a maintenance issue.